Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software "verison": (B)(4). Patient was not involved. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system used outside of procedure. It was reported that the system was not exporting via hdmi to an external monitor. Technical service (ts) walk through enabling the external video port which did not resolve the issue. Ts then suggested changing the resolution with linux commands. The team was able to export to a large monitor but was not able to export to a small hand held device. Resolution confirmed on the call. There was no patient present at the time of event.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.